Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned. The reported premature deployment was confirmed as the clip was returned detached from the clip delivery system (cds) and the threaded stud was found broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed and the return device analysis, the reported premature deployment was confirmed as the clip was confirmed to be detached from the cds and the threaded stud was found to be broken. This appears to be a potential product issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the premature clip deployment during preparation. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An ntr clip delivery system (cds) was prepared and inspected for use; however, prior to inserting the clip into the clip introducer, a breaking sound was heard and it was found that the clip had prematurely deployed. The cds was not used in the patient and was replaced. A new cds was used to continue the procedure. Three clips were implanted; however, the mr remained at 4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.